Manufacturer narrative:
Updated fields - b4,d8,d9, g1, g6, h2, h3, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer (fse) when replacing the new safety disk (0997-00-0985-15), it was found that the accessory was damaged. It was damaged when it was unpacked. Unable to complete this repair. Waiting for a new accessory. The device has not been repaired. The new accessory will be closed with a new work order. The following investigation was performed by carl famulare, technician of the maquet failure analysis and testing dept. (Fat) wayne, nj cf 14 feb 2025. The failure analysis and testing dept. Received part number 0997-00-0985-15 safety disk serial number (B)(6) with a reported unit failure of iabp loop leaking. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part number 0997-00-0985-15 safety disk serial number (B)(6) into the cs100 test fixture serial number (B)(4) and tested the safety disk to factory specifications per the cs300 service manual part number 0070-00-0689 rev. W. The fat performed the all manifold test. The safety disk passed testing. The fat dept. Could not replicate the complaint of the safety disk leaking. The safety disk passed testing. Retaining the safety disk in the fat per procedure number 0002-07-d008 rev. As.

Event description:
N/a

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) it was prompted that the iab loop was leaking. The customer replaced the equipment on his own and no personal injury was reported.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2., h11. Corrected data: (health effect ¿ impact codes ) h6.